Event description:
During a stenting procedure in the mid left anterior descending artery (lad) some time after a successful percutaneous coronary intervention procedure in the proximal lad, the guiding catheter was positioned in the left main trunk and a test injection of contrast was performed. This was immediately following by a coronary arterial dissection. Emergency stenting was performed successfully.